Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test. No motor error alarm was noted. However, the drive support disk was found slightly loose. The insulin pump was received with cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. Customer stated that the most recent alarm was during bolus delivery. Customer does use the sensor feature. Customer's blood glucose reading at the time of the call was 19 mmol/l. No further information reported.